Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel . A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for about 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications reported and patient was in good condition post procedure.